Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was defective/damaged and would not screw onto the luer lock of the extension line. The following information was provided by the initial reporter: "20 gauge IV inserted in the patient and upon trying to attach the extension line to the cathalon it was discovered that there was an imperfection in the cathalon that would not allow it to screw on to the luer lock."